Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow-up. Upon interrogation, the implantable cardiac monitor exhibited undersensing. The device was reprogrammed. The patient would continue to be monitored normally.